Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for the tibia with the tna nail and drill in question. In the surgery, the implant was inserted with parapatellar approach. The drill interfered with the nail in the static hole on the distal side during insertion of proximal hole. Once removing the drill sleeve, drilling was performed, and the screw insertion was completed without any problem. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported: unk - screws: nail distal locking (#product code: unknown #lot number: unknown, #quantity : 1). This complaint involves one (1) device unk - drill bits: trauma. This is report 1 of 1 for complaint (B)(4).